Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating of the probe was partially missing. The manufacturing history was reviewed, with no irregularities noted. This type of the missing of the probe coating is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the probe was missing when the user continued to activate output without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hepatectomy, three thunderbeat devices were used. In the procedure, probe damage error and ptfe pad separation occurred on three devices. The procedure was completed with fourth thunderbeat device. Olympus medical systems corp. (Omsc) received and evaluated the three thunderbeat devices. As a result, omsc found that the coating of the probe of the third thunderbeat device was partially missing on (B)(6) 2017. There was no patient injury reported. This is the report regarding the missing of the probe coating.